Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Hold cm the customer observed falsely elevated magnesium results on alinity c processing module for one patient. The results provided were: (B)(6) initial=2.53 mmol/l /repeated=0.77 mmol/l .laboratory reference range for magnesium=0.5 to 1.00 mmol/l there was no reported impact to patient management.

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for one patient. The results provided were: sid (B)(6)initial=2.53 mmol/l /repeated=0.77 mmol/l laboratory reference range for magnesium=0.5 to 1.00 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history records for alinity magnesium reagent, lot number 39536ud00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity magnesium reagent, lot number 39536ud00 was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.